Manufacturer narrative:
Operator of device: patient/consumer.. No product was returned; thus, the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was not performed as no lot or serial numbers were provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported by the patient "feeling bad and was getting progressively worse". Patient connected the oxygen and continued to feel bad. Patient noticed that the pump was stopped so patient restarted the pump and immediately started to feel better. No patient injury was reported.